Manufacturer narrative:
The explanted sapien 3 valve was not returned to edwards for evaluation. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported annular rupture could not be determined. Investigation results suggest in addition to the procedure itself, patient factors not provided may have contributed to the rupture and subsequent valve explant and surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in japan, during a transfemoral tavr procedure, a 29 mm sapien 3 valve was implanted in the bicuspid valve in the aortic position. Post valve deployment, an annular rupture occurred. The sapien 3 valve was explanted, and an aortic root replacement was performed. No further information was provided.

Manufacturer narrative:
A supplemental MDR is being submitted for additional patient information that was received. The following sections of this report have been updated: section a2 (age), a3 (gender) and h10 (narrative). The patient's annulus measured 25.1mm x 32.6mm with an aortic valve area of 606mm2 and severe calcification on the non-coronary cusp.